Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that on the 11th day of use, it was noted that the patient¿s exhaled volume appeared lower than what the ventilator delivered, indicating a possible leak. After removal, a leak was found at the inflation line. The issue was fixed by replacing the tube, and the ventilator readings returned to normal. The event happened while the patient was using the device in a hospital under the care of a health professional. The outcome was resolved. There was no reported patient harm.